Event description:
Additional information received via medwatch: it was reported nurse removed the remaining portion of the needle manually.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that when removing introducer needle from patient and engaging the safety, the green safety portion came apart from the needle. Vein size recorded as 0.28. Midline catheter inserted via modified seldinger technique right basilic and secured at 10cm. There were no injuries with this incident. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of needle detachment was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was two 21ga secureloc safety introducer needles. Use residues were observed in both samples. Inspection of the first sample (sample 1) revealed that the needle shaft was completely detached from the luer adapter. The safety mechanism was detached from the needle shaft. No plastic deformation was observed at the needle shaft bore. What appeared to be adhesive as observed within the luer adapter bore, near the distal end. No adhesive residue was observed on the needle shaft. Microscopic inspection of the safety mechanism was unremarkable. Microscopic inspection of sample 1 confirmed that the needle shaft was fully detached from the plastic luer adapter. The position of the adhesive within the luer bore suggested that the needle was not fully inserted into the bore during the luer bonding process. This likely caused the needle shaft to become detached. Inspection of the second sample (sample 2) was unremarkable. The sample was received with an adhesive note attached to the needle which labeled the needle as ¿normal¿. Microscopic inspection of sample 2 was unremarkable. It appeared that the second sample was provided as a comparative example.